Manufacturer narrative:
Critical pump error alarm noted during power up. The pump also had another error alarm in the alarm history due to the force sensor being out of specification range. The pump had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are unresponsive. Customer also states that the insulin pump is alarming. The blood glucose reading is 8.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.